Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The target denovo lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 15mm x 2.50mm nc quantum apex balloon catheter encountered slight resistance during advancement to the target lesion for predilation. The nc quantum apex was inflated one time, 20 secs. To unknown atms. During the second inflation at 12 atms a balloon rupture occurred, due to the calcification. The nc quantum apex balloon catheter was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as good.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The target denovo lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 15mm x 2.50mm nc quantum apex balloon catheter encountered slight resistance during advancement to the target lesion for predilation. The nc quantum apex was inflated one time, 20 secs. To unknown atms. During the second inflation at 12 atms a balloon rupture occurred, due to the calcification. The nc quantum apex balloon catheter was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed when positive pressure was applied with an inflation device filled with water, water emitted from the midshaft. There was a hole in the midshaft 4 mm proximally from the guide wire exit notch. There was no damage to the balloon. Functional testing confirmed a hole in the midshaft prevented balloon inflation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).